Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with IV and oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in wound dehiscene. Subsequently, the device was explanted under general anesthesia on (B)(6) 2022 and the patient was hospitalised for one night. It is unknown if there are plans to reimplant the patient as of the date of this report.